Event description:
Reportedly, a 23mm aortic valve was explanted at implant due to paravalvular leak (pvl). Based on the information provided by the health-care provider, after valve implantation the first intraoperative echo control showed a perfect result. The team started to finish the procedure and in the second intraoperative echo control, a leak on the posterior commissure was observed. Per surgeon opinion, this was not really obvious. Finally, a valve replacement was decided and a non-edwards valve was implanted. Follow up with the surgeon confirmed that the pvl was detected after the sternum was closed and the patient was off cardiopulmonary bypass. Per the health care provider, there was no allegation of device malfunction or quality deficiency.

Manufacturer narrative:
Device evaluation summary: based on the evaluation result, customer report of pvl could not be confirmed by visual observation. As received, commissures 1 and 3 wireform appeared bent inwards. These damages are most likely due to implant or explant. No visible surface inconsistencies observed on all three leaflets. The subject device was returned for evaluation. The reported pvl could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The echo images from (B)(6) 2013 were evaluated by an independent echocardiographer. The evaluation of the 3rd and final images provided ¿suggests persistence of mild-to-moderate or moderate aortic regurgitation.¿ the type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Per hcp, there was no device malfunction or quality deficiency. Unfortunately, with the information provided, the root cause for the reported regurgitation is unknown and cannot be determined. No further actions are possible with the available information.